Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. There was grommet damage, and the set screw had a rounded socket.

Event description:
It was reported that during the implant attempt, the physician could not set the lead within the device header. The device was not implanted. No patient complications were reported as a result of this event.